Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("confirmed she was pregnant") and genital haemorrhage ("heavy bleeding/clotting") in a 30-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2011. The patient's past medical history included parity 4 ((B)(6)2002; (B)(6)2005; (B)(6)2010; (B)(6)2014) and cholecystectomy. Concomitant products included intrauterine contraceptive device (paragard), metoclopramide (reglan), multivitamin from (B)(6) 2014 to (B)(6) 2015, ondansetron (zofran) and ranitidine from (B)(6) 2014. In 2010, the patient experienced tooth disorder ("dental problems") and pelvic pain ("pain"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal tenderness ("tenderness"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and haemorrhage in pregnancy ("bleeding during pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2015 underwent a partial hysterectomy surgery for sterilization purposes) and surgery (emergency dilation and curettage surgery on (B)(6) 2012). Essure treatment was not changed. On (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the abdominal pain lower, genital haemorrhage and abdominal tenderness had not resolved and the abortion spontaneous, tooth disorder, pelvic pain and haemorrhage in pregnancy outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal tenderness, abortion spontaneous, genital haemorrhage, haemorrhage in pregnancy, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: in (B)(6) 2012, she was admitted for emergency dilation and curettage surgery. Patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. This case (B)(4) is linked to case (B)(4)(for second pregnancy (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2012: confirmed she was pregnant.; in (B)(6)2013: confirmed she was pregnant concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low abdominal pain, pregnancy with contraceptive device, spontaneous abortion. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received. Events per pfs: dental problems, pain, hemorrhage in pregnancy were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), pelvic inflammatory disease ("pelvic inflammatory disease"), abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("confirmed she was pregnant") and genital haemorrhage ("heavy bleeding/clotting") in a 30-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6)2011. The patient's past medical history included parity 4 ((B)(6)2002; (B)(6)2005; (B)(6)2010; (B)(6)2014) and cholecystectomy. Concomitant products included intrauterine contraceptive device (paragard), metoclopramide (reglan), multivitamin from (B)(6)2014 to (B)(6)2015, ondansetron (zofran) and ranitidine from (B)(6)2014 to (B)(6)2014. In 2010, the patient experienced tooth disorder ("dental problems") and pelvic pain ("pain"). In (B)(6) 2010, the patient had essure inserted. In (B)(6)2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal tenderness ("tenderness"). In (B)(6)2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and haemorrhage in pregnancy ("bleeding during pregnancy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6)2015, partial hysterectomy surgery for sterilization purposes with b/l salphingectomy), surgery ((B)(6)2015, partial hysterectomy surgery for sterilization purposes with b/l salphingectomy) and surgery (emergency dilation and curettage surgery on (B)(6)2012). Essure treatment was not changed. On (B)(6)2012, the pregnancy with contraceptive device had resolved. At the time of the report, the abdominal pain lower, genital haemorrhage and abdominal tenderness had not resolved and the abortion spontaneous, tooth disorder, pelvic pain and haemorrhage in pregnancy outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal tenderness, abortion spontaneous, genital haemorrhage, haemorrhage in pregnancy, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: in (B)(6)2012, she was admitted for emergency dilation and curettage surgery. Patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. This case (B)(4) is linked to case (B)(4) (for second pregnancy case(B)(4)) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6)2012: confirmed she was pregnant.; in (B)(6)2013: confirmed she was pregnant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low abdominal pain, pregnancy with contraceptive device, spontaneous abortion,pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received. Reporter added. New event pelvic inflammatory disease was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("confirmed she was pregnant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal tenderness ("tenderness"). In (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2015 underwent a partial hysterectomy surgery for sterilization purposes) and surgery (emergency dilation and curettage surgery). Essure treatment was not changed. At the time of the report, the abdominal pain lower, genital haemorrhage and abdominal tenderness had not resolved and the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal tenderness, abortion spontaneous, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: in (B)(6) 2012, she was admitted for emergency dilation and curettage surgery. Patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. This case (B)(4) is linked to case (B)(4) (for second pregnancy(B)(4)) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2012: confirmed she was pregnant.; in (B)(6) 2013: confirmed she was pregnant incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.